Manufacturer narrative:
Correction to e1 of the initial report. The city, zip code, and telephone number should be blank. Correction to h6 "component code" of the initial report, "3123 - tip" is being corrected to "772 - cover". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the auxiliary water channel, but the type of the material or definitive root cause cannot be determined. It is possible that the foreign material could be a defoaming agent containing simethicone. There was no deviation in the reprocessing of the device by the customer in accordance with the instructions for use (IFU) and there was no physical damage at the site of the foreign material. The burn on the plastic distal end cover was also confirmed and was likely caused by a high-energy endo therapy accessory (laser, radiofrequency, etc.) That may have been used without sufficient distance from the distal end. However, a specific root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ insertion_ air/water feeding and suction_ auxiliary water feeding warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endo therapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube and a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.